Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sis system on an unknown date. According to the complainant, the patient experienced an injury, but the specifics are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.